Event description:
Provider advised the brake hardware is not working, it gave out on the back. The reporter was called in which he stated the end user is a heavy user and is in the device at all times . He stated that the brake pin and clip kept falling off. He alleges that there was not any injury but could not provide any further information.